Event description:
This rv lead was implanted on (B)(6) 1998 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2017 stating that this lead has less than 200 ohms, has noise and is inhibiting pacing. It was also reported that the patient got dizzy and not long enough, passed out. Lead safety switch on this lead was triggered. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).